Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted.

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.